Event description:
It was reported that when using the bd pyxis¿ es server multiple stations stopped device downloads and went on critical override automatically. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were in critical override mode due to a sync down state, which means unable to synchronize data properly. The technical support specialist (tss) dialed into the server and restarted the sync services in sync server, and confirmed all services were running normally. Tss and the customer then logged into hs viewer and verified that no stations were in critical override or disconnected mode. Upload and download messages were current, and synchronization was up to date. The tss checked the station directly and confirmed there were no critical override or delayed errors. The system functioned as intended after the technical support specialist investigated the device.